Event description:
The customer reported via phone call that she needed assistance with programming her new pump. Customer received a motor error alarm and was in the hospital for a high blood glucose before receiving the new pump. Customer's current blood glucose was 400 mg/dl. Customer was assisted with programming. Customer stated that she was hospitalized for high blood glucose, nausea, and vomiting. Customer was not wearing the pump when she was hospitalized.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.